Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator, indicating that the device displayed an xl error code 10003. There was no reported patient involvement. The rse evaluated the device remotely and determined that there was an issue with the data card. The data card was removed and reinstalled, restoring the connection, and the device was returned to full functionality. The device remains at the customer's site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by a poor connection of the data card. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data card was reinstalled to resolve the issue, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.